Event description:
Boston scientific crv received information that during the implant procedure with this high voltage single coil lead, high impedance measurements were observed over several trials. The shock impedance values exceeded 125 ohms, and the pace/sense values exceeded 2000ohms. Various troubleshooting methods were employed, such as changing the shock vectors and lead position. No impedance value changes resulted from the troubleshooting, and it was decided to remove this lead. A new dual-coil lead was successfully implanted and passed all testing measurements. The original lead will be returned. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Manufacturer narrative:
This lead has not been returned. When it is returned for analysis or should additional information become available, a final report will be submitted.